Event description:
Patient had a heart mate ii device implanted 2009. Patient discharged to home about one month after implant. At some point, prior to the time of his visit, the insulation/isolation layer (silicone) on the driveline cable, which is outside of the patient's body and connects to the control box, became broken or detached from the metal piece. This provided a risk of wire fracture. The patient tried to fix it himself by using tape to cover the exposed wires. He came to the hospital for a clinic appointment mid-fall complaining that the driveline insulation dislodged and wires became exposed. The patient was admitted to the hospital on that day for resolution of this problem. Surgery for this patient, at this time, would put him at a higher risk for death. After consultation with thoratec technicians and obtaining informed consent from the patient, the electrical pump cable was repaired by applying glue and metal clamshell to hold the cable/wires together and connected to the control box. Patient remained in the hospital to be monitored until discharged five days later. No apparent harm to patient.manufacturer response (as per reporter) for lvad, heart mate ii pump: unknown at this time.